Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial tachycardia procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath was used to map with the orion the left atrium, during the exchange with the farawave 31 mm, in the aspiration, the air was coming in the sheath as the hemostatic valve was broken. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is expected to be returned. It was further reported the hemostatic valve was not visibly broken. Pressure bag was used for the irrigation of sheath. The guidewire was in the left superior pulmonary vein (lspv) when the farawave was inserted into the sheath.